Manufacturer narrative:
(B)(4). This report will be amended when our investigation is completed.

Event description:
It is reported that the articular surface could not be inserted. As a result, an identical cr articular surface was implanted.